Manufacturer narrative:
On 27th november 2017, arjohuntleigh received information about an incident related to the maxi sky 600 ceiling lift. The issue occurred in (B)(6) hospital located in the (B)(6). Following the complaint's description, the ceiling lift stopped working during transfer of the resident from a chair to a bed. To complete the transfer, the caregivers lifted the bed up and removed the resident safety. When the ceiling lift was moved away from the bed area, the spreader bar suddenly fell on the floor. No injury occurred. Neither medical intervention nor hospitalization was required. The inspection of the involved ceiling lift was performed by the arjohuntleigh representative on (B)(6) 2017. The unit was identified as maxi sky 600 ceiling lift with serial number (B)(4). The device was manufactured in 2010 and was in use for over 7 years. It was established that sudden fall of the spreader bar occurred because the lifting strap (on which the spreader bar was attached) fully unwound from the transmission gear. It needs to be emphasized that, the transmission box is responsible for providing up/down movement of the lifting strap by activation of the gear movement. In case of any failure of this part during patient transfer, the device is equipped with a safety feature: automatic emergency brake that would engage and will stop a strap from unexpected unwinding. Therefore the fall of the spreader bar will be automatically stopped by the safety feature incorporated into the device. When reviewing reportable complaints related to maxi sky 600 and similar ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the similar issue. Based on the review of previous complaints, we (arjohuntleigh) were able to conclude that reported situation (unexpected and unstopped unwinding of the ceiling lift strap) is likely to occur only when the mechanical emergency brake (element of the transmission box) is not working correctly. In this case, the further evaluation of the involved device was not possible because the device was not released by the facility, so we are not able to confirm the technical condition of the emergency brake. Additionally, we were able to establish, that in (B)(6) 2017 the lift from some reasons was removed from the use but the customer facility decided to refit this lift on the track again. It is unknown if during removal and then refitting of this lift, any damages (which may contribute to the reported issue) occurred. Please note, that to ensure that the equipment remains within its original manufacturing specifications, the inspection of the lift should be performed at recommended intervals. For example, according to instruction for use 001.14150.33 rev. 6 the technician is obligated to yearly or after 2500 cycles: inspect frame parts interlock and hardware for malfunction and make sure there are no parts missing, inspect gears for wear and lubricate as necessary, verify that the emergency brake on the drum is turning freely, verify the emergency brake, load test with the swl (safe working load) recommended. Sum up, while the incident occurred the device was not being used for transfer the patient. The root cause was impossible to define despite the analysis of all collected information. The lifting strap was fully unwound from the transmission box, so the maxi sky 600 ceiling lift was not up to manufacturer's specification. Complaint decided to be reportable based on the potential of serious injury if the incident would to reoccur.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2017, arjohuntleigh received information about incident related to the maxi sky 600 ceiling lift. The issue occurred in (B)(6) hospital located in (B)(6). Following the complaint's description, the ceiling lift stopped working during transfer of the resident from a chair to a bed. To complete transfer, the caregivers lifted the bed up and safety removed the resident. As they moved the ceiling lift away the bed area, the spreader bar suddenly fell on the floor. No injury occurred. Neither medical intervention nor hospitalization was required.